Manufacturer narrative:
Defect color variation is being removed from MFR report # 1917413-2024-00614. A0908 - incorrect, inadequate or imprecise result or readings was removed from h.6 "additionally, there was cap color variation in an unspecific number of tubes. " was removed from b.5. The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 05-jul-2024. Investigation summary: bd received 2 customer samples and no photos for investigation. The two samples were visually inspected with no issues being identified. The sample tubes were draw tested and all tubes were within specification limits. Additionally, one hundred (B)(4) retention samples from bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. A draw test was performed at the manufacturing site on 10 production lot in-house retention tubes. All tubes were within specification limits with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg blood collection tubes there was underfill of one tube. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg blood collection tubes there was underfill of one tube. Additionally there was cap color variation in an unspecific number of tubes. There were no health consequences or impacts reported.